Event description:
The customer reported that during a microwave liver ablation procedure, the antenna broke when advancing it past the rib. The outer fiberglass sheath was left in pt when retracting the device. The sheath was retrieved with a wife and balloon catheter. The pt stayed overnight for observation and was treated with a new antenna the following day. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.